Event description:
It was reported that during a video gastroplasty procedure, the trigger was locking. It was not possible to staple or cut. Unk how the case was completed. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Firing trigger teeth. Eval summary: the analysis results found that the 6sb45 device was returned with the firing mechanism damaged and with two unfired reloads present. The returned reloads were loaded into a test device and it fired, cut and formed all the staples as intended. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.